Event description:
The device was explanted due to aortic insufficiency. During implant, the physician noticed two of the three cusps were detached from the stent posts. Another sjm tissue valve was implanted and the pt was reported to be stable and discharged home.